Event description:
It was reported that small black particles were found in a hole of the target, where sleeve is attached. The particles look like metal or plastic material. No back-up device was available so the surgeon used radiolucent to complete the procedure. No harm to patient. No delay.

Manufacturer narrative:
The associated complaint device was not returned. A visual inspection of the photo attached shows come type of debris on the device. Since device was not sent in for investigation, we are unable to determine what the debris could be. We recommend that the facility follow the cleaning process set up by smith and nephew for this device. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.